Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 4.00 x 8 synergy ii drug-eluting stent, the stent was believed to have contacted with the handler's fingers and subsequently came off the balloon. The procedure was completed with a different device. No patient complications were reported.